Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was replaced and reformatted, and calibration files were reloaded. The generator interface board (gib) and fluoro functions board (ffb) were also replaced. The system was tested and found to be working as intended and returned to service.